Event description:
The patient called patient services to report that the cardiac monitor had moved out of position. Follow-up was conducted and the patient has not contacted or been seen in the office regarding this issue. If any additional information becomes available, it will be added to this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.